Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 400 mg/dl. The customer stated that when she changed her infusion set, the blood glucose reading lowered to 116 mg/dl. She did not feel the need to troubleshoot for the issue. She stated that she smelled insulin the day prior, but she thought that is was when the transfer guard was removed from the reservoir. She stated that the issue may have been that the infusion set cannula was not all the way into her skin. The issue was unable to be troubleshooted for, as this was a past event. The most recent blood glucose reading was 236 mg/dl. Nothing further reported.